Event description:
Problem reported by dealer (B)(4). With skil-care dropseat base (only) # 704310.

Manufacturer narrative:
Number 704310 j-hook drop-seat lowers the wheelchair seat up to 4 inches, permitting the wheelchair user to reach the footrests or the floor. Seat is installed by user in accord with enclosed instructions. Complaint states ¿the seat fell out and the pt fell out¿. No indication if the pt was hurt. (B)(4).